Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
An asymptomatic patient presented to hospital for routine follow-up. Lead was imaged prophylactically. Externalized conductors were observed via fluoro. Electrical function was normal. Lead was replaced.